Event description:
User facility and voluntary MDR reports were sumitted to FDA for death of a patient using a roho cushion.

Manufacturer narrative:
User facility and voluntary MDR reports were sent to FDA for death of a patient using a roho cushion (mw5117036 & 3351970000-2023-0001). Expired resident had fallen off side of wheelchair. Roho cushion slid over the edge of power wheelchair and was lodged in between the resident's head and seat of wheelchair. Resident's head was pressed against arm rest of wheelchair. Medical examiner deemed cause of death to be natural causes. Administrator of reporting facility was contacted and confirmed event but was unable to provide patient details. The user has direction in the manual to: "make sure that the non-skid bottom of the cushion cover faces away from the individual. Use directional labels on the cushion and on the cover to orient the cushion. When possible, use hook and loop fasteners to further secure the cushion to the wheelchair. Hook fasteners are available upon request." The original cushion and cover were returned and an evaluation report is attached. No problems nor defects were identified during cushion and cover evaluation. Permobil did not find evidence that the cushion caused or contributed to reported death. If additional relevant information is received, a follow-up report will be submitted.